Manufacturer narrative:
Citation: schaefer a et al. Transaxillary transcatheter aortic valve implantation utilizing a novel vascular closure device with resorbable collagen material: a feasibility study. Clin res cardiol. 2018 dec 17. Doi: 10.1007/s00392-018-1407-z. [Epub ahead of print] earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility of transaxillary transcatheter aortic valve implantation utilizing a non-medtronic vascular closure device. All data were collected from a single center between may 2018 and august 2018. The study population included 8 patients (predominantly male; mean age 76 years), 2 of which were implanted with a 34 mm medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, 2 deaths occurred within 30 days of the procedure (patient 1 and patient 5). It was reported that both patients were implanted with non-medtronic bioprosthetic valves. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all evolut r patients, adverse events included: disabling stroke (patient 2). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.